Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 06-jun-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted 8 months prior to this report, in (B)(6) 2014. In (B)(6) 2015, hsg (hysterosalpingogram) was performed and showed that right essure was displaced into cul-de-sac with uterine perforation. It was also reported that the patient desires removal of the left essure implant despite of being occluded. Follow-up information was received on 15-jun-2015: during internal review it was notified that the previously reported initial receipt date 06-jun-2015 is incorrect. The correct initial receipt date of the case is 04-jun-2015. Ptc investigation result was received on 16-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 16-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up received on 16-nov-2015 from physician. Essure health care provider uterine/ tubal perforation questionnaire was provided. Patients demographic data was provided. She became pregnant 3 times, with 3 live births. Essure was inserted on (B)(6) 2014 (previous reported as (B)(6) 2014). Patient was 3 months post partum at time of insertion. The insertion was easy and did not require cervical dilation, sounding as well as general anesthesia. Patient received premedication valium and norco. There was no fluid loss during hysteroscopy. The procedure did not take more than 20 minutes. She received oral contraceptive pills as back up contraception. Hysterosalpingogram test (hsg) was performed on (B)(6) 2014 and the result showed right essure displaced into cul-de-sac with uterine perforation. The patient experienced pain after hsg test. Patient requested essure removal. CT scan on (B)(6) 2015 showed left essure implant in left cornua; right essure within right cul-se-sac lateral to rectosigmoid. No free fluid. On (B)(6) 2015, a bilateral salpingectomy and total hysterectomy were performed and essure was removed. The pathology result showed both fallopian tubes unremarkable, swelling of left cornua without redness/ discoloration. Patient has recovered from essure removal procedure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hsg (hysterosalpingogram) performed 3 months later showed right essure displaced into cul-de-sac with uterine perforation. This event is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including essure insertion. In the present case, uterine perforation was diagnosed on hsg 3 months after essure insertion. Considering the nature of the event, causality with essure cannot be excluded. Previously this case was regarded as non-incident. Upon receipt of follow up information, it was informed a bilateral salpingectomy and total hysterectomy were performed and essure was removed. Therefore this case was upgraded to incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.